Event description:
An implant was opened and hair was found. The nurse took it away so it never came in contact with patient.

Manufacturer narrative:
Additional information: returned to manufacturer on. An event regarding foreign matter involving a metal head was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: as per note to file attached a review was completed by the senior manufacturing engineer & senior quality engineer in the packaging area. The review stated: an inspection of the returned part showed that the hair was loosely present between the opened tyvek and the blister on the seal area. It was not in contact with the product as the foam packaging material was still in place. The hair was extending beyond the outside edge of the inner blister. This hair was not affixed to the blister in any way other than static attraction. There was no evidence from the inspection of the seal area and tyvek (track marks, residue) that the hair had been part of the original sealed packaging. Dimensional inspection: not performed as the reported event is packaging related and not a dimensional issue. Functional inspection: not performed as the functional aspects are not in question. Material analysis: not performed as this event does not relate to material integrity. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the presence of a hair on the packaging was likely the result of handling of the device prior to surgery. The senior manufacturing engineer & senior quality engineer in the packaging area reviewed the event and stated: mtm's working in the cleanroom have strict gowning requirements which are covered by d00429: procedure for gowning environmentally controlled areas the hair was manually removed a short distance and due to the static on the blister the hair immediately returned and stuck to the blister in a similar position. Conclusion the visual inspection requirements of d00912: procedure for evaluation of the integrity of sterile barrier system seals make it unlikely that this hair originated in the manufacturing process, but subsequently adhered to the blister as part of the handling of the complaint device.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
An implant was opened and hair was found. The nurse took it away so it never came in contact with patient.